Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were supposed to meet with a medtronic representative (rep) at their managing health care provider (hcp) office yesterday (B)(6) 2023, but the rep never showed. The patient stated if they had known that the rep would be so unresponsive, they wouldn't have had their [device] implanted. The patient stated they'd attempted many times to reach to the rep but they never heard back and their hcp wanted to first speak with the rep before advising the patient anything. The patient stated they knew nothing about how their system worked and what they were supposed to be doing and that they only knew how to increase or decrease the stimulation so that's all they'd been able to do with their therapy settings since their september implant. Patient stated maybe the rep told them about their external devices and programs during recovery but they were under the influence of anesthesia at the time so there's no way they could have remembered it.  Patient services reviewed the role of the rep with the patient and offered to assist the patient in reviewing device description/function, external devices, therapy expectations and stimulation and programming considerations. The patient connected to their settings and they were at 6.0 ma on program 7. The patient stated right after they were implanted they had massively high blood pressure (238/137 "or something") and it was discovered their renal artery had been blocked so they had to perform a surgery in (B)(6) 2023, where they put 2 stents in and the patient stated since the procedure they noticed the "machine" had been working differently and they'd had more breakthrough leaking than before and they noticed a difference in their bowel movements. The patient stated they also had another implanted system they were working with as well but they had no clue how to operate or set their device which was why they wanted to speak with the rep. After reviewing information with the patient and programming considerations, the patient stated they were going to switch to a new program and monitor their symptoms. The patient also took the national answering services number down to provide to their hcp. The patient was going to monitor their symptoms and experiment their way through the programs to try to find if one of them helped their symptoms and stated they would follow up with their hcp to check the implanted system and hopefully work with a rep in person to help them find better symptom relief. Patient services escalated this case to patient services management to follow up with the field. The patient and their managing health care provider (hcp) are very disappointed with the rep's service. The patient stated they had more trouble with [manufacturer] than they ever had with [other manufacturer]. Patient services escalated this case to patient services management. Additional information was received from the manufacturer representative (rep).they were notified of the issue when their team made contact with the patient on 2023-june-15.